Event description:
It was reported that following a colon resection procedure, a leak was detected. One week postoperatively, the pt required an add'l procedure at which time it was noted that some of the staples from the original procedure did not close properly. A like device was used to complete the procedure. The pt is recovering well with no add'l complications.